Event description:
It was reported that the patient¿s low reservoir alarm was occurring; however, telemetry had not yet confirmed the alarm. The pump low reservoir date was (B)(6) 2013 with a setting of 0.2mcg. The patient¿s pump was ¿relocated¿ and ¿raised up¿ on (B)(6) 2013 because the patient had lost weight and the pump was too low causing the patient great discomfort. The doctor was to fill the pump but the fill was not done as the medication was not available at that time. On (B)(6) 2013 the caller spoke to the doctor¿s nurse practitioner (np) and was told to contact the manufacturer to schedule the refill appointment. The caller attempted to contact the doctor again on (B)(6) 2013 and was unsuccessful. The caller was currently seeking a new doctor as the current doctor was not responding regarding scheduling the pump refill. The device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n278793, implanted: (B)(6) 2012. Product type: accessory: product ID 8591-38, lot# d14206, implanted: (B)(6) 2012. Product type: accessory: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).